Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked. This occurred during prime. The location of the leak could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.